Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation is deflation. Device evaluation: visual analysis of the returned device identified creases, yellow particles in device inner surface and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one opening crease(smooth) and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease(smooth) assessed as fold flaw opening.

Event description:
Healthcare professional reported "any creases associated with hole." Device was explanted.